Event description:
Customer reported a malfunction on the pump. Blood glucose level remained within normal range and did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided assistance to reset the pump, and the issue did not recur, allowing the customer to continue using the pump without further problems.